Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. In addition, the patient reported that her right breast is misshapen and suspected that the breast prosthesis had ruptured. The rupture was later confirmed by a doctor via palpation and via a visual exam. As a result, the patient will undergo bilateral explantation and replacement with unspecified gel breast prostheses on (B)(6)2021. This medwatch report is for the patient¿s left breast prosthesis.